Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer fell on the pump and the touch screen became shattered and unreadable due to the damage; consequently, interaction with the pump was no longer possible. There was no adverse impact to customer's blood glucose level. Reportedly, customer reverted to a backup pump for insulin therapy and has manual injections available to use as well.